Event description:
It was reported that during a da vinci-assisted surgical procedure, the medium-large clip applier would not close properly. A second clip applier was opened and used for the remainder of the case. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the incident occurred after firing the clip on the cystic artery. The type of clip used was a hem-o-lock. The size was a medium-large clip. The vessel or tissue bundle was not greater than the specified diameter suggested in the instructions for use (IFU). This occurred on the second, third, and fourth clip applications.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found to have a severely bent grip tip. In addition, the instrument was noted with multiple cracked input disks. The complaint was confirmed by failure analysis.